Event description:
The pt reportedly experienced trauma to the head resulting in a popping sound followed by loss of sound. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Testing showed that the device is not functional. Advanced bionics is in the process of gathering more info. Once more info is obtained and a supplemental report will be submitted.